Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 3.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilation. During second inflation at 18 atmospheres for 5 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 7mm from the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 3.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilation. During second inflation at 18 atmospheres for 5 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.